Event description:
During an unknown procedure, the blade would not withdraw after the release button was released. Therefore the device was unable to be reloaded. There was no adverse consequence to the pt.